Event description:
Additional information was received from a healthcare professional (hcp)/clinical study. The hcp reported that the issue had resolved without sequelae.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated, year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of urinary incontinence/urge. The patient was in the office on 2015 (B)(6). At their last programming visit, they were doing well and needed no adjustments. Now they complained of break through loss of control, occasionally in the afternoon. Device interrogation showed normal results. They had tried all programs, with each program adjusted and cycling turned off. They had increased intensity until they felt stimulation again. They were reprogrammed. The patient was in the office on 2016 (B)(6) for another visit. They were still going hourly during the day and getting worse in the evenings. Device interrogation showed normal results. They were reprogrammed. On 2016 (B)(6), they stated they had some success on program three (3) so they went back to it. Recently they had an increase in return of symptoms. Interrogation showed the device was turned off during an attempt to change to program three (3). They were reprogrammed. All programs were adjusted after the device was turned back on. On 2016 (B)(6) they were back in the office. They claimed they were much better and only had minor leakage when they waited too long to void. Device interrogation showed normal results. They were reprogrammed and the event resulted in an unscheduled clinic or office visit. On 2017(B)(6), they were in the office for an adjustment and complained of leakage without urge warning over the past several days. It was found the device was off again. They were reprogrammed. The etiology of the event was related to the device or therapy. The event was ongoing.